Event description:
The customer contact reported a nondelivery. On an unspecified date and time, the pump was programmed to deliver a 3 in 1 tpn solution with a volume to be infused (vtbi) of 1500ml for a duration of 12 hours to a homecare pt. No further programming parameters were provided. It was reported that the pt initially set-up the pump and loaded the tubing set into the pump. After an unspecified length of time, the pt noted the bag was "still full" and notified the homecare nurse. The homecare nurse went to the pts' home, and noted the tubinmg was "crumpled up." It was reported that the pt experienced an unspecified amount of blood back up in the tubing. Therapy was resumed using replacement tubing. There were no reported adverse pt effects. No medical interventions were required. During testing by the user facility with the tubing loaded correctly, the pump passes testing for delivery accuracy. Though requested, no add'l info was provided.